Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent procedure for implantation of artificial cervical disc. Post-op,implant appeared autofused. Implant was placed far left of midline w/right sided tine centered on c6 spinous process. It is about 2/3 back in vertebral body leaving 1 cm from posterior aspect of implant to posterior margin of vertebral body. No motion is seen from flexion to extension or lateral tilting. Implant appeared to be autofused and in suboptimal position. Patient is doing excellent with no pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.